Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that when opening the package the thread separated from the needle.

Manufacturer narrative:
Summary of investigation: there are previous complaints related to this code batch, two regarding a different issue and three regarding the same issue, all of which were closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open and unused samples with the needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the two defective samples received and that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done, as the open and unused samples received show that the needles have escaped from the thread. Final conclusion: taking into account the two defective samples and that there are previous confirmed complaints of this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.